Event description:
It was reported that a user experienced hyperglycemia after a meal and infusion-site change while using the ilet, with capillary blood glucose values rising from the mid-300s mg/dl to 400 mg/dl and the cgm indicating double up arrows; troubleshooting included cgm calibration, observation of an increased automated basal rate, discussion of temporary pump disconnection with transition to mdi if needed, multiple infusion set changes, and arrangement for replacement supplies. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and restoration of acceptable glucose control after setup of a replacement ilet, with blood glucose reported at 176 mg/dl. Investigation included review of use history, user reports, and device performance during troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear etiology for the hyperglycemia, with potential contributory factors including infusion site or set performance given multiple set changes, while the device responded by delivering an increased basal rate. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.